Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The patient's baseline symptom is noted as urinary retention. It was reported that there is a product issue with the ins/system of shock from device. The patient describes shocking with increasing stimulation. They said it goes from not feeling stimulation to excruciating pain with shocking. The cause is unknown. Troubleshooting was not performed. The patient has pain and a return of baseline symptom of urinary retention (cannot urinate). They said their symptoms have returned and they can¿t turn up the therapy without excruciating pain. The patient was instructed to turn the therapy off until they can get in for an assessment with their provider on monday. The issue is ongoing.